Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of arrhythmia episodes and unnecessary atrial pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.